Manufacturer narrative:
A gehc service representative performed a checkout of the equipment. Inspection of the equipment noted a hose from the manual bag to the breathing system was disconnected. The hose was reconnected. Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported that, at the start of a case, ventilation of the patient could not be maintained. The patient reportedly desaturated to 62%. The anesthesia machine was replaced. There was no reported patient injury.